Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped and cracked. Event log history was performed and indicated that check clutch/plunger lever error was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced the clutch half's left and right, also leadscrew and spring as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump exhibited clutch plunger error. No patient was involved in this event. No adverse effects were reported.